Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, serial# (B)(4), product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had turned over in bed and felt a slight bump and thinks a lead might have broken. The patient stated that at the time she did not feel any pain, but now she is experiencing pain at the implant site and hip pain. The patient stated she thinks that it is broken is because she is not getting any therapy relief. The patient reported her bladder is not producing urine and instead seems to be collecting fluid. The patient stated when she goes to urinate she only fills about a half a cup. The patient noted the therapy is not on. When the therapy was turned on the issue was not resolved. The patient plans to try and get an appointment to see her healthcare professional (hcp). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.